Event description:
The account alleged the patient got out of bed and the bed exit alarm didn't ring through to the nursing station. When the exit alarm was activated, the audible alarm on the bed itself sounded, but no signal was relayed to the nurse call system.

Manufacturer narrative:
This was an intermittent problem that cleared up once the communication board was changed to a newer revision. The account indicated, they have experienced this problem with other beds in the account.